Event description:
Ev3 spiderx collar device became dislodged in interventional guide catheter. Device embolized into the aorta. Attempts to retrieve the collar with the fox s/b front runner hollow device was unsuccessful.